Event description:
The customer contacted stryker to report that their device's service indicator is present and the "abnormal energy delivery" message was displayed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device's service indicator is present and the "abnormal energy delivery" message was displayed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.